Event description:
A malfunction was reported by the caller, identified as malfunction 199 in the tandem source, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Customer support provided assistance with resetting the pump, as the malfunction code was resettable, and it did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.